Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels reached an unknown level. The patient was treated with sugar water via an IV (intravenous) drip. It is unknown when the patient left the hospital. Additional information was solicited but unavailble.